Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was missing from the vial. Customer reported that the event did occur during a procedure, but they were able to complete it with another implant. Tooth location not reported.

Manufacturer narrative:
One (1) packaging for a imp,tsv,4.1mm,sbm,10 (1250246) was returned for investigation. Visual evaluation of the as returned packaging identified no implant product inside inner vial. Packaging has no damage however, outer vial seal has been broken. The alleged coob could not be verified, as the returned packaging was already opened. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1250246). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR, packaging verification images used to further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number (1250246) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of the device delivery could not be recreated. The alleged coob could not be verified.

Event description:
No further event information available at the time of this report.